Event description:
Additional information obtained identifies: the product was tested before use and the malfunction was detected before the intended procedure which was a diagnostic gastroscopy, which was completed without delay using a similar device. There were no other products involved at the time of the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information (identified via b3, b5, e2, and e3). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it although it can be presumed that it remained due to incomplete reprocessing at the switch 1 of the control unit. The event can be detected/prevented by following the operation manual which includes the detection way in chapter 3 preparation and inspection and the reprocessing manual which includes the preventive measures in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the nozzle was clogged, and the biopsy channel had foreign material. This finding was due to insufficient reprocessing of the scope or other handling issue. Upon further inspection, it was observed that there was leakage in switch 1 due to a cut. Also, leakage was observed in the air and water tube due to damage. As a result of this damage, water tightness was lost. It was also observed that the suction cylinder was discolored, and the light guide lens was cracked. It was observed that the adhesive of the bending section cover was detached. Lastly, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope water and air function was disturbed. It was also reported that there was adhesive residue at the distal end, that may be blocking the channel. There was no patient/user harm or injury reported due to the event.